Event description:
It was reported there will be a revision surgery to remove the implants due to the device being loose and the patient having a possible infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to remove the implants due to the device being loose and the patient having a possible infection.

Manufacturer narrative:
Update: h9, h6. The device was returned to the manufacturer for evaluation. It was concluded that the device was sterilized before shipping, and no abnormality in the sterilization process was reported. The device was shipped without any issues. The surgeon intends to perform a revision surgery to replace the implant with a new tmj device. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.